Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4. A mitraclip xt was placed off-label successfully, reducing tr to grade 1-2. On (B)(6) 2023 the patient returned with recurrent severe tr and the implanted clip detached from one leaflet (single leaflet device attachment (slda)). An additional triclip was placed to stabilize, reducing tr to mild. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve. It should be noted that the mitraclip system instruction for use states: "the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation." However, a cause for the reported slda cannot be determined. The reported patient effect of recurrent mr appears to be related to the slda. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na